Event description:
Break nurse went to patient¿s room because the pump was alarming; patient was found holding the IV channel and patient said" it fell on my arm" while pointing to his right forearm and patient said its slightly hurt. Break nurse examined right forearm and there was no redness or bruising. Break nurse called the primary nurse. Primary nurse went to see patient and patient said to primary nurse that he is okay and he is not hurt. Primary nurse examined the right forearm, there is no redness and bruising noted. Performed service recovery with patient and sent pump and module to biomed for inspection. Biomed: device is sequestered in the biomed shop. No alaris cpu (8015) was included with the device to investigate.